Event description:
The patient reported they had hernia surgery on (B)(6) 2016 and their therapy was turned off. After surgery, the caller turned stimulation on again but didn't have any control and was going to the bathroom every 20-30 minutes with tiny drops. It was confirmed that the patient was on program 2 at 0.5v. It was stated they had already tried to increase stimulation to 0.6 but didn't work. Additional information received stated that after the day of the call, the loss of urinary control had been resolved. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.